Manufacturer narrative:
The device was not returned to zoll medical corporation. During the investigation it was noted that the reported event date was 01/17/2026; however, no related log entries were observed on that date. The log review identified cfb log entries on 02/13/2026, 02/16/2026, and 03/25/2026. The log review also confirmed that although the screen displayed a reboot message, the ventilator continued operating. The customer was advised to replace the main board as a precautionary measure and return the removed main board to the fa lab for root cause evaluation. The claim will be closed as observed in the log - recoverable error.

Manufacturer narrative:
G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that during use on a patient (age & gander unknown), the unit displayed a reboot message. The patient was disconnected; the ventilator was successfully restarted without any additional issues and reconnected to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.